Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient's wife (reporter) contacted lifescan (lfs) alleging her spouse was unable to test his blood glucose on his onetouch ultra2 meter because it was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged issue began 3-4 weeks prior to contacting lfs. The reporter indicated that they could not get passed the set up screen in order to perform a blood test. The patient reportedly manages his diabetes with pills, metformin and glyburide (dose unknown). It is not known if the patient made any changes to his usual diabetes management regimen as a result of the alleged issue. The reporter claimed that approximately 2½ weeks after the alleged issue started, the patient began to develop "low blood sugar" and was "trembling." The patient's spouse denied that the patient received medical treatment. It was noted that the patient did not use another device to check his blood glucose. At the time of troubleshooting, the reporter claimed that the subject meter's batteries had been replaced just prior to when the alleged issue started. Per the onetouch ultra2 owner's booklet, anytime after replacing the meter battery, the meter will automatically start in the settings mode. The reporter did not have the subject meter with her at the time of the call and therefore the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that her spouse was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.